Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (75 percent stenosis degree) in a severely tortuous part of the mid sfa. During stent release resistance was noticed. The handle was opened, and the stent could be released, but the location was not accurate.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph of the affected device was reviewed. The photograph provided shows the affected device and its packaging. The handle has been opened and completely disassembled. The technical investigation confirmed that the affected device is completely disassembled. Several parts of the handle assembly are missing. The outer shaft has been retracted by about 82 mm. The stent has been fully released and was thus not returned. Besides a mild kink about in its distal portion, the outer shaft shows no damage or irregularity. The shaft dimensions comply with the specifications. Review of the production documentation confirmed the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (75 percent stenosis degree) in a severely tortuous part of the mid sfa. During stent release resistance was noticed. The handle was opened, and the stent could be released, but the location was not accurate.